Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery a doctor asked for two dril of 4.3 to place lock screw 5.0 in periprostetic fracture of distal femur, in both opportunities touch the prothesis and the drill become broke, the fragments remain in the bone of the patient. No delay to surgery time. No patient harm reported. The surgery was completed successfully. Concomitant medical products: unknown quantity of screws, part unknown, lot unknown. This is report 2 of 2 for (B)(4).